Event description:
Customer reported issues with the insulin pump. Customer states that there is a button error alarm. The blood glucose reading is 14.5 mmol/l. Nothing further reported.

Manufacturer narrative:
Insulin pump received with intermittent button response, due to corroded keypad traces. No button error alarm noted. Insulin pump received with cracked case on display window corner, cracked reservoir tube lip, minor scratches on lcd window and cracked battery tube threads.